Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint the needle button released could not be confirmed. The device was returned with the needle button retracted and the needle button depressed. The device appears to have performed as expected.

Event description:
The patient reported that on (B)(6) 2019 the needle button popped out after having the v-go for 1 hour.